Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose ranged between 250-300mg/dl. Reportedly, the customer uses siasat insulin within the cartridge. Tandem technical support educated customer on cartridge/insulin labeling. Reportedly, the pump supplies were changed to address the event.